Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. Possible causes: 1. The tissue pad was worn out and part of it was torn because the grip was closed, and the ultrasound was output without anything being gripped between the grip and the tip of the probe (including after tissue was cut). Or 2. The tissue pad fell off due to the load applied to the torn tissue pad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus an approximate 2 cm fragment from the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad fell from the tip. During a follow up with the customer, it was further specified that the part affected was the tissue pad of the grip, in which the metal surface was exposed. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "a piece of tissue pad fell off the tip" occurred due to wear, as some force was applied and some of it came off because the ultrasound was performed with the clamp closed without grasping the tissue, which caused it to fall off. The event can be detected/prevented by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was therapeutic.